Event description:
It was reported via or notes that malfunctioning imaging was performed on patient due to report of shocking pains in her left anterior neck region that had been going on for a few months. The x-rays did not show a break in the connecting lead and the lead impedance was reported to be 2600-3400 ohms which suggested the device was working properly. It did not suggest a break or fracture in the connecting lead or problem with electrode array. No other relevant information has been received to date.

Event description:
It was initially reported that the patient presented to the ER with coughing and discomfort, and felt that the device was stimulating more. At this time, impedance was measured and was reported to be within normal limits. The physician decided to move forward with replacement of the generator to see if this would aid the patient. The physician's office reported that this was not performed to preclude serious injury and was for the patient's comfort. The explanted product was received and product analysis was performed. It was then found that in the device's history there were several instances of impedance fluctuating between high and normal, including the day of the ER visit. No additional relevant information has been received to date.